Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp three lead extension set leaked coming from the bonded section of the end luer and the tubing. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the clearlink system non-dehp three lead extension set would not flush while clamps were opened. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.